Manufacturer narrative:
(B)(4). Pump received with blank display followed by an unexpected constant audio tone and constant vibrating anomaly due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump was vibrating and beeping and alarmed watchdog timeout. The customer was able to clear the alarm. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.